Event description:
It was reported that a ventricular pace on the t-wave resulted in ventricular fibrillation. It was recommended to program the atrial pace on pvc algorithm off since ap was blanking ventricular sense, however, the physician elected to program the mode to vvi at 40 ppm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.